Event description:
Caller alleged discrepant results when compared to lab. The following results were reported. Last week inratio = 3.6, lab = 3.0, 3/8/06, inratio = 3.6, lab = 2.9, retest inratio = 3.8.